Event description:
It was reported to philips the device would not show ECG rhythm and showed limb lead off message. The device was in use on a patient and there was no adverse event to patient or user.